Event description:
The first alaris pump channels were giving off alarms that there was air in the line when in fact there was no air in the line. It alarmed continuously with "air in line message." Different tubing was used and the line was double checked for air by two nurses . The second pump was beeping a channel error and would not infuse the medications. Both pump channels were taken out of use and were sent to the bio-med department for evaluation. We had two alaris pumps that malfunctioned.